Manufacturer narrative:
Product complaint (B)(4) investigation summary it was reported that the revision of acetabular liner and femoral head due to dislocation. Light burnishing noted on interior of the shell, due to ceramic contact. Surgeon determined this was not of concern. Old liner and head removed and replaced with new components. Joint restored stable. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and also photos were provided for review. See attachment. Microsoftteams-image (1).png, microsoftteams-image (3).png, microsoftteams-image (5).png. Visual inspection of the returned device and with the photo evidences found nothing indicative of a device nonconformance. Only was observed metal transfer on the polished surface due to dissociation between the liner and the cup. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the delta cer head 12/14 28mm +8.5 would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code 136528339, work order (B)(4) was manufactured on 26-may-2022. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no-non conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of acetabular liner and femoral head due to dislocation and pain. Light burnishing noted on interior of the shell, due to ceramic contact. Surgeon determined this was not of concern. Old liner and head removed and replaced with new components. Joint restored stable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was there any surgical delay? If yes, what is the duration of the delay? A. No delay. B. Was/were there any patient consequence/s related to the event? B. Pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.